Manufacturer narrative:
Implant date is approximate; only the year is known.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as it would no longer inflate after approximately 9 years implanted. All components of the existing ipp were explanted and replaced with a new ipp. No visible issues were identified upon visual inspection of the explanted ipp. There were no patient complications. The explanted components are expected for return. A supplemental report will be filed should additional information be received, or upon receipt of the device and completion of analysis.